Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging an inaccuracy issue with the one touch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt reportedly was unsure when the reported issue began, but stated that it was around the previous month (time unk). During that time, the pt reportedly obtained an "inaccurate low" reading of "124 mg/dl" on the subject meter. As a result of the reported issue, the pt did not take any diabetic treatment actions. The pt reportedly compared the subject meter readings with a non-lifescan meter, but the readings and the time difference between the readings were not given. At an unspecified time, before the reported issue, the pt reportedly experienced symptoms of "blurry vision, tiredness and hunger." On that day in the evening, after the reported issue, the pt reportedly obtained a reading of "400 mg/dl" on the ER/hospital's meter and reportedly received insulin (unk type and dose) as treatment from a non-health care professional. During the troubleshooting, the cca noted that the alleged reading did not match with the subject meter's memory. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported, since after the reported issue, the pt reportedly obtained a reading of "400 mg/dl" on the hospital's meter and reportedly received insulin as treatment, which could be suggestive of a hyperglycemic event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.